Manufacturer narrative:
The root cause of this problem is that the dealer lacked competence to set-up the pressure fit system. He did not achieve safe installation pressure. As a corrective action, the dealer was retrained.

Event description:
Free standing track was installed improperly, resulting in the system collapsing on a pt while getting transferred into bed. The pt reported sacral wound bleeding, catheter trauma, and broken eye glasses. A complaint that a pressure fit track system had collapsed when in use was received. The dealer returned to the client's home to re-setup the system correctly. Engineering also confirmed the system which collapsed had all warning labels applied, which show the range of safe and unsafe installation pressure.